Event description:
Placement of spinal epidural stimulator in april. The patient stretched when getting out of bed and felt increased stimulation from his stimulator. This was followed by pain and spasm. The patient was evaluated via the computer link in the stimulator and found to have a dysfunctional lead. Admitted 5/11/93 to have lead revised.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.